Event description:
Our MDR - after an implant duration of 50 months, the increase of pacing impedance was noted. No adverse pt side effects have been reported. The device could not be explanted. An add'l lead was implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.